Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap was loose and stuck out of the bottom of the device. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot. The drive support was inspected and no anomaly was noted. Insulin pump passed basic occlusion test, occlusion test, prime/compromised force sensor system test and displacement test.